Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted urology prostatectomy surgical procedure, the customer reported to technical service engineer (tse) that universal surgical manipulator (usm) arm 3 stopped working near the end. Tse confirmed communication errors on the system logs. They tried to recover from the fault; however, the error did not clear. The instrument was moved to usm arm 4 to finish the procedure. The customer power cycled the system to recover the error faults after the procedure was completed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to in system logs, the 25730 error was found indicating motor axis message is late or missing on the universal surgical manipulator (usm), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the yaw axis. Once testing was completed, the rolling loop and parallelogram fiber assemblies were aba tested and were verified to be the source of the fault. The complaint regarding usm arm 3 stopped working was confirmed by failure analysis. The probable root cause can be attributed to the rolling loop and parallelogram.

Event description:
Refer to h11 for follow-up information.